Event description:
It was reported that patient had a suspected lead fracture, which was not confirmed through imaging.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 17696903.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-ipg-r-MRI; upn: m365sc12160; model: sc-1216; serial: (B)(6); batch: 562637. Product family: scs-linear fixation; upn: m365sc43160; model: sc-4316; batch: 17810656.

Event description:
It was reported that patient had a suspected lead fracture, which was not confirmed through imaging. Additional information was received that the patient underwent a spinal cord stimulator (scs) replacement procedure.

Event description:
It was reported that patient had a suspected lead fracture, which was not confirmed through imaging. Additional information was received that the patient underwent a spinal cord stimulator (scs) replacement procedure. Additional information was received that the patients implantable pulse generator (ipg) was replaced due to increase in charging. The patient was doing well postoperatively. The explanted devices were not returned as they were disposed by the medical facility.